Manufacturer narrative:
Concomitant medical products: administration set: 2c8541s - continu-flo solution set, duo-vent, 3 clearlink luer activated valves, backcheck valve, therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported during an antibiotic infusion, the extension set disconnected and leaked at the connection to the IV tubing. There was no report of patient or clinician harm as a result of the event. Although requested, no other details were provided and the sets were not saved.